Event description:
The customer contact reported the device displayed a rate that was different than the originally programmed rate, resulting in the pt receiving more medication than intended. The device was programmed to deliver integrilin 75 mg/100 ml, at a rate of 15 ml/hr, a vtbi (volume to be infused) of 75 ml, and the delivery was started. At 1500, the delivery was complete, and a new container was hung. The customer contact, the nurse, reprogrammed the device with a vtbi of 75 ml and restarted the delivery. At 1600, the nurse noted that the integrilin container was approx three-quarters empty and that the device displayed a rate of 75 ml/hr. It was reported after the nurse reprogrammed the vtbi and then attempted to reprogram the rate, the rate changed to the same value that was programmed for the vtbi. The delivery was stopped and the physician notified. The therapy was discontinued. The pt was monitored for any signs or symptoms of bleeding. No medical interventions were required. The device was removed from clinical service. At 2300, the integrilin therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The devices passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.8 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). The device maintained the programmed rate throughout the testing procedures. The device passed the keypad and control knob test. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).